Event description:
It was reported the patient experienced an overstimulation sensation. One occurrence of this happened while at church. It was not associated with specific activity or body position. The patient was on higher than normal parameters when she was seen at the clinic. The patient was able to duplicate the event when turning the stimulation on at the same high parameters. The pulse width and the pulse width limit were lowered. Impedance measurements were normal. Several days later it was reported the stimulation was intermittent along with overstimulation and a shocking or surging sensation. The patient's position was beginning to affect the stimulation causing it to increase/decrease dramatically. The symptoms were felt in the parasthesia area in the low back and in the groin area. The patient had another appointment at the hcp's office coming up. Additional information received indicated the patient was seen on (B) (6) 2010. Reprogramming was done which improved the coverage slightly. The stimulation was present and helped but the patient remained in a lot of pain. The system appears to be working correctly.

Manufacturer narrative:
(B) (4).